Manufacturer narrative:
The reported events could not be confirmed and it cannot be confirmed if the devices met specification, as the devices were not returned for analysis. Although the lot number was not provided, the automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. The reported events are covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The communication details for the literature article authors were not provided and therefore, good faith effort attempts were unable to be completed to obtain more information about the events listed. As the devices were not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported events, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported in a clinical literature article that was submitted and published in the american journal of neuroradiology vol. 23, issue 8 - 1 sep 2002, that during the procedure, the subject gdc coils migrated into distal blood vessels and removed using a snare. No other information is available.

Event description:
It was reported in a clinical literature article that was submitted and published in the american journal of neuroradiology vol. 23, issue 8 - 1 sep 2002, that during the procedure, the subject gdc coils migrated into distal blood vessels and removed using a snare. No other information is available.

Manufacturer narrative:
Device is not available to manufacturer.